Manufacturer narrative:
Analysis of the pump found no anomaly. The previously reported conclusion code 11 no longer applies to this event.

Event description:
It was reported that a patient had more significant increase in confusion and stiffness the week prior to the date of this report. The reporter noted that the patient had progressive chronic multiple sclerosis and ¿always had some stiffness and confusion.¿ the patient reportedly took oral baclofen three times a day. The patient reported hearing the pump alarming, went in to have the pump read, and no alarms were found by the healthcare professional (hcp). Since then the patient was again hearing an alarm more frequently ¿once every five minutes.¿ the pump was interrogated and a motor stall had occurred (B)(6) 2015 at 14:06 accompanied by a ¿stopped pump period may exceed tube set¿ message two days later. The log indicated motor stall recovery (B)(6) 2015at 11:00 am though it was unknown when the motor stall recovery occurred. The pump system was completely explanted and replaced with a device made by another manufacturer (B)(6) 2015. The explanted pump was returned for analysis. The pump was used to infuse baclofen (unknown). No outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709 lot# j11280r14, implanted: (B)(6) 2003, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.